Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported by customer's father that the customer has experienced high blood glucose. The customer was high and they bolus and their blood glucose ranged between 570mg/dl-581mg/dl. The screen should have 14.3 and no delivery alarm occurred. Bolus history showed 1.3 was only delivered; customer then treated with manual injection. An hour later they checked their blood glucose and unable to treated due to act insulin. The nurse changed set and caused the tubing would prime and cannula was not bent. The customer's father was advised to call back when they have pump to troubleshoot for no delivery. The customer is currently at school and nurse threw away the set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer's blood glucose was 170 mg/dl at the time of call. The customer's father stated that they were assisted by nurse with treating the high blood glucose. The customer's father stated that the high blood glucose was treated with manual injection. The customer's father stated that the drive support cap appeared normal. The customer's father performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer's father performed high pressure test and the insulin pump passed. The customer's father was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.